Manufacturer narrative:
(B)(4). Film evaluation results are: a review of CT¿s and 3d film report 52 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned ~1cm below the lowest right renal artery. The bifurcate proximal od measured ~31mm, and 1cm lower was 32mm. There was no stent graft opposition along the posterior wall of the aorta. The aortic body and infrarenal neck were severely angulated 90 deg a-p; relative to the distal aorta. The bifurcate was placed on the right side and extended within another limb into the proximal portion of the right common iliac artery. The stent graft od at the distal right limb measured ~25mm, and the vessel diameter at that location was ~27mm. The contra limb was positioned into the left common iliac artery. The distal contra limb measured ~25mm in diameter. There was minimal distal seal length into the iliac arteries; bilaterally. The max diameter aaa measured ~8cm; no clear endoleak was observed. There was evidence of previous coiling performed along the anterior of the mid-sac. Both limbs were patent and no stent graft kinks or compression was observed. No other issues were observed. The exact cause and source of the unknown type endoleak and aaa expansion could not be determined from the films provided. No clear endoleak could be seen. However, there appeared to be a marginal proximal seal, with incomplete stent graft opposition within the severely angulated infrarenal neck, which may be pressurizing the sac. The distal limbs, especially within the right common iliac artery, also appear to have a marginal seal (incomplete radial opposition and short seal length) which may also be pressurizing the sac. It is possible that disease progression may have contributed to the aaa expansion; however, earlier post-implant films were not available for review and comparison.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum aneurysm diameter is 82 mm. It was reported that a CT that was conducted over four years and four months, post index procedure revealed the patient had an unknown type endoleak. Per the physician, the cause of the endoleak was unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.